Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7070587/7071056.

Event description:
It was reported that the patient had experienced anxiety due to not receiving adequate stimulation and discomfort at the ipg site. It was also noted that the patients ipg had difficulty communicating with the remote control and was difficult to be charged. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices will not be returned.